Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited delayed auto mode switch episodes due to intermittent atrial undersensing. No intervention performed. The patient was stable and will be followed normally.